Event description:
(B)(4).

Manufacturer narrative:
The account was attempting to set the bed exit with no pt in the bed. The technician in-serviced the account on the operation of the bed exit system to resolve the issue.